Manufacturer narrative:
The case was escalated to a philips national support specialist (nss) for analysis. The nss determined that the cause of the reported problem was a suspected issues with transport layer security/secure sockets layer (tls/ssl) encrypted windows communication foundation (wcf) using transmission control protocol (tcp) 8050 traffic to and from the primary and physio servers in the customer's data center using google cloud services. A philips product surveillance engineer reviewed the information and provided the following: philips does not publish guidance stating that tls/ssl causes structured query language (sql) database confusion or that the physio database requires periodic rebuilding. However, in long-running sql environments, stale tls sessions and resource exhaustion can cause delays. Restarting sql services or the server is standard industry maintenance and often resolves these issues. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a system maintenance issue, but this was not confirmed. The issue was resolved by a reboot of the customer's (csn) physio 2 database which removed the yellow banners for local data storage. After the reboot it was confirmed that normal operation resumed.

Event description:
It was reported that the ECG waves and numeric data in the patient monitor application is freezing. The device was in use on a patient at the time of the event. There was no adverse event reported.